Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Under fluro it was noted valve would not reprogram. Reason unknown. Valve explanted and replaced.